Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call: customer advised that she is no longer experiencing symptoms and no medical attention was required. She was able to run another reading with the alleged defective device and received a reading of 300mg/dl. Another call back was made on (B)(6) 2017; customer had no symptoms and no medical attention reported. Customer returned the alleged defective meter and is satisfied with the replacement product.

Event description:
Consumer reported complaint for d-5 accompanied by symptoms. The customer is concerned with tests results from results obtained and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 06/20/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. The customer was trying to use the meter and received a d-5 error (not e-5). Customer states that she is getting the error after the blood sample is applied. She states that she is having a headache. Customer states that it possible related to her diabetes. I attempted to run a blood test on the meter and customer got a hi blood result. Customer did not want to continue with any additional troubleshooting. She just wants me to send the replacement meter to her. Customer states that she is away on vacation in the wilderness and she was happy that the meter gave her a hi instead of the d-5 error. On follow up attempt customer advised that she is no longer experiencing symptoms and no medical attention was required. She was able to run another reading with the alleged defective device and received a reading of 300mg/dl.